Event description:
Procedure was difficult due to tortuous iliac arteries. Main body graft appeared twisted before deployment. Multiple attempts to correct the graft positioning within the delivery system proved unsuccessful. When deployed, just below the lowest renal artery, the contralateral limb landed on the ipsilateral side, and was very difficult to cannulate. Contralateral leg was later successfully deployed with a 1 1/2 stent overlap. Ipsilateral limb was deployed with a 1 stent overlap in the main body. Graft was molded at all junction sites. Final angiogram showed a type I or possibly type ii endoleak. Graft was re-ballooned noting the endoleak to be greatly diminished. Additional intervention was considered, but the physician elected to monitor the pt and check the endoleak status at a one month follow-up.